Manufacturer narrative:
Prior to checkout by gehc, the user replaced the flow sensors. A gehc service representative performed a checkout of the equipment and a review of the logs. The inspiratory check valve was cleaned and the ventilator interface board was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed 'no inspiratory flow sensor' and 'no expiratory flow sensor', affecting mechanical ventilation. There was no reported patient injury.